Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy had not been working very good with stopping the urine as their symptoms were worse. Patient stated at night time was the worst and they were retaining urine. Agent asked patient if they had noticed any change in their symptoms and patient said no. Patient mentioned that the therapy was better during the day but not at night. Agent walked patient through how to connect the handset and communicator to the implant. Patient was able to successfully connect and increase stimulation to a comfortable level. Patient would maintain stimulation level and would continue to track symptoms. Redirected to doctor if issue persisted.